Manufacturer narrative:
Conclusion: the actual device involved in the event was returned for evaluation. The device was functionally and visually evaluated. During the functional test, the device operated as intended, the blade rotated and exposed appropriately. However, it was noticed during evaluation that the gear had melted. That could have caused the problems experienced. It is likely that the molten cable gear was likely the reason the device malfunctioned or stopped operating.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic-assisted vaginal hysterectomy on (B)(6) 2014. During the procedure, the device stopped activating. Another like device was used to complete the procedure. There were no adverse consequences to the patient.